Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). The fse replaced the patient interface module and the executive processor board. The unit passed all calibration, functional and safety tests performed and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a autofill failure and system clock issues. This event occurred during a preventative maintenance (pm) service, performed by a getinge field service engineer (fse). There was no patient harm and no adverse event was reported.